Event description:
On (B)(6) 2012, the patient was implanted with two gore excluder aaa endoprostheses. On an unknown date, the devices were explanted.

Manufacturer narrative:
Additional device implanted and involved in this event: rmt261414/9662218.